Event description:
The olympus sales representative reported the customer straight ocular autoclavable rigid ureterosope has a ¿broken channel port¿. The customer reported event was found at preparation for use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported defect, the channel port is broken. The inspection also noted the rigid outer tube is bent and there are dents on the distal tip edge near the objective lens of the scope. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due frequent use of the device. Olympus will continue to monitor field performance for this device.